Manufacturer narrative:
The broken sensor (2 pieces) were successfully removed during the first removal attempt on (B)(6) 2019 and there were no materials to investigate.

Event description:
On (B)(6) 2020, senseonics was made aware of an event where the sensor broke into two (2) fragments during the removal procedure. Both fragments of the sensor were removed during the initial removal procedure.